Event description:
It was reported that a patient with severe atraumatic pain was revised approximately two years after implantation to address an unknown rod fracture and two unknown migrated screws. This report captures the rod.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
No new information.